Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented for a routine follow up, far r oversensing and inappropriate mode switching was observed. The device was reprogrammed.